Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The duodenovideoscope was returned to the service center with a report of a leak at the distal end of the scope just above the metal piece. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, pinholes were observed in the glue of the objective lens. There was no patient involvement.